Manufacturer narrative:
D9, h2, h3: the return of 9735821 provided the lot number p903327. The hardware was returned and analysis was performed. The returned positioning sensor unit (psu) had a scratch on the right lens. A check of the event log showed intermittent firmware incompatibility dating back to jul 2020. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .838mm with a passing threshold of .250mm. Codes b01, c02 ,d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: concomitant product section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, multiple annex a codes were coded for this event. A05 was coded for the positioning sensor unit (psu) faulting. A1102 was coded for the error message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system during a cervical vertebra procedure. It was reported a "positioning sensor unit (psu) faulted "occurred. Temporary psu recognition was used with nditoolbox. There was less than an hour delay in surgery. There was no impact on patient outcome.